Manufacturer narrative:
(B)(4).the evaluation of the device has not been completed.

Event description:
Covidien received information indicating ventilator provided a severe occlusion alarm and patient was placed on a second ventilator